Event description:
It was reported that the pump indicated a data log corruption. Subsequently, the customer's blood glucose level displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address the bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.